Event description:
The customer reported an extension set that was leaking while an infusion was in progress. The customer reported no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.